Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, the doctor wants to redo the surgery due to the lens clouding. Additional information was provided by the consumer, who reported that the first week while healing seemed ok. After that the vision started to blur. The problem has not resolved. Approximately one month after the implantation, the patient was told that the lens was cloudy and was told that they wanted her to pay for a yag laser capsulotomy which she feels is not her problem. She thinks the lens is defective.